Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, a21 error, rewind, basic occlusion, occlusion, prime test, excessive no delivery and displacement tests. No excessive no delivery alarms noted. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 520mg/dl. Customer indicated that they changed the infusion set multiple times but did not lower the blood glucose. Customer also indicated that they visited the emergency room for the high blood glucose. Troubleshooting found that the customer was accidentally administering the wrong amount of insulin. Further troubleshooting was declined by customer.

Manufacturer narrative:
The pump passed the delivery accuracy test.